Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-sep-2022. The device evaluation was completed on 26-sep-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. At the end of the procedure, a small pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician did not know what may have caused the effusion. There is no information about the hospitalization. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. It was observed reddish material on the luer hub. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting correctly. The device failed the irrigation test since the irrigation tube was occluded with reddish brown material apparently dried blood. No other damage was observed that might have contributed to the occlusion of the device. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the biosense webster¿s inc. Lab finding assessment of occlusion ¿ irrigation tubing block at shaft¿ issue if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. At the end of the procedure, a small pericardial effusion was noticed. There were no visible signs on the patient. The pericardial effusion was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician did not know what may have caused the effusion. There is no information about the hospitalization. It was also reported that the carto 3 system displayed a 20 pole a sensor error (code unknown) when the catheter was plugged into the patient interface unit. The eco cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The carto 3 system is operating per specifications and it was reported that it was not responsible for the product issue. The procedure was continued. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The adverse event was assessed as MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.